Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power graph analysis confirmed low battery alarms and an abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. The insulin pump was received with operating currents within specification. No unexpected replace battery now alarms noted. The insulin pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump goes through batteries very quickly. The pump alarmed low battery alert before and after many battery changes. The customer's blood glucose reading was 234 mg/dl at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.